Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm rotation failure. Review of the system log file showed that there was an error in beam propeller pos limit violation, which indicated a propeller directional motion calibration. Rse suggested to replace the potentiometer if the calibration failed. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. These codes were updated based on investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that rotation movements were unavailable. The device was in clinical use. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.